Event description:
It was reported that during a routine follow up the patient indicated being unable to pump an inflatable penile prosthesis (ipp) as the component had become hard. There were no patient complications related to the event.